Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. (B)(4) samples and one photo received for evaluation. Visual inspection revealed the samples were received in used conditions without the original packaging. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "mold" was forming in the cannula. The event occurred during a period of use of about one week when the "discoloration" could be seen, event occurred in the home environment, and the operator of the device was the patient/relatives. No patient injury or intervention was reported and the outcome of the event was resolved.